Event description:
The facility's biomedical engineering department reported that a pump overinfused on channel b. The pump was being used on an intensive care unit pt when the event occurred. Reportedly, the nurse hung a 125ml bag of diltiazem on channel b and programmed the infusion at a rate of 10ml/hr with a volume to be infused of 100ml. Channel a was infusing 1000ml bag of normal saline "as a maintenance" at a rate of 75ml/hr. Channel c was not in use. The nurse started the infusion on channel b and left the room. Approximately two hours later, the pump alarmed "air". When the nurse went back to the pt's room to check the pump, she noticed the entire volume of diltiazem had infused and the bag was empty. The nurse manager reported that as a result, the pt went into a second degree and then into a third degree heart block. There was no change in the pt's heart rate. The clinicians called poison control center and one ampule of 10% calcium gluconate was administered to the pt. According to the nurse manager, the pt recovered without sequelae.